Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 3.1 and 5.0 inr. The corresponding lab result reported was 2.2 and 3.8 inr. The reporter stated that she is concerned about delay in the blood draw and when the lab is run.